Event description:
It was reported that on (B)(6) 2008, a xience v stent was implanted in a restenosed, distal, left circumflex artery and on (B)(6) 2012, the patient experienced shortness of breath and chest pains after a right leg angiogram procedure done because of peripheral arterial disease. Oxygen, diuretics, and hydralazine were given as treatment. An electrocardiogram was done with findings of non-st elevated myocardial infarction. Troponin cardiac enzymes were slightly elevated at 0.26, but reportedly, the troponin rise was not due to cardiac ischemia. The troponin rise was due to myocardial strain from acutely decompensated congestive heart failure (chf). No other intervention was completed and the symptoms resolved the same day. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. There were no reported product deficiencies. Angina, dyspnea, and myocardial infarction are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted in a restenosed lesion. It should be noted that the instructions for use (IFU) states xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.